Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom false air-in-line alarms, but confirmed it through review of the event history log. The evaluation found the device had fluid numbers that were below specification, and found that the ultrasonic pusher was cracked, which both make the device more sensitive to false air-in-line alarms. The failed ultrasonic pusher was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no patient incident.